Event description:
The event is reported as: circuit melted. No patient injury reported.

Manufacturer narrative:
The device sample was returned for eval. The results of the investigation are not available at the time of this report.